Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injury reported and the patient was in good condition after the procedure.